Event description:
It was reported during an implant attempt, the helix would not extend easily after several re-positioning attempts. It was noted that it took about forty-five rotations to retract the helix. The lead also showed high impedance and pacing thresholds. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The full lead was returned and analyzed. Primary analysis revealed that the helix was disengaged from helical channel. There was blood in/on the helix/lobe mechanism and sleeve head.